Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump was very warm to touch. The reporter indicated that they have not experienced any injury related to this. This report is being made based on the alleged temperature issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the black box showed no evidence of short battery life. The pump was rewound, loaded and primed with no heat detected. The pump was exercised for 24 hours at one unit per hour basal rate with no heat detected. The pump was removed from the case, and excessive current draws during idle, rewind, and load step caused by a faulty single component.